Event description:
The customer reported that the needle inserted but did not retract, and the cannula never inserted. The customer's blood glucose level rose to as high as 375 mg/dl. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle to retract and to deploy the cannula, or to determine the root cause. Lot qualification records were reviewed, and the product lot met all acceptance criteria.